Manufacturer narrative:
(B)(4). Premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with an <color> cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was locked out and the jaw became not to open before the 1st firing. The jaw did not clamp the target tissue. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences for the patient. Additional followup: the event occurred before clamping the patient's tissue.